Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly. Another attempt was made and again, the clip was unable to load properly. Upon further examination, it was noticed that there is a buildup of biological material in the bottom jaw, which may be preventing the clips from loading properly. The buildup was manually removed from the bottom jaw and another attempt was made to fire the device. This time, a clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The remaining clips were able to properly load and were successfully applied to over-stressed surgical tubing. The sample was disassembled to inspect the internal ratchet ears. It could not be determined what exactly caused the ratchet ears to break. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Although the remaining clips were able to fire properly after the buildup of biological material was removed from the bottom jaw, the broken ratchet could prevent the clips from properly loading into the jaws. Although it could not be determined what exactly caused the ratchet ears to break, a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found there was a buildup of biological material stuck in the bottom jaw which prevented the clips from properly loading. After the buildup was removed, the remaining clips were able to properly load into the jaws of the device and were successfully applied to over-stressed surgical tubing. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that clips came out in a closed condition, so they were not loaded properly. Therefore, it was replaced with a new unit.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800294 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips came out in a closed condition, so they were not loaded properly. Therefore, it was replaced with a new unit.